Manufacturer narrative:
The sample was received for investigation with unknown material seen on the external body of the shunt (body and spur). During initial inner illumination test, partial blockage of the lumen was found. After cleaning the device the blockage was removed. Light passed through both sides of the restriction unit. Therefore, there is no indication for a manufacturing related factors that could cause the blockage. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. Having said that, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is inconclusive - unable to verify, since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that immediately after a shunt was inserted into a patient's eye, it was noted that there was no flow of fluid through the shunt. The shunt was removed and the surgery was completed as a trabeculectomy only without a shunt implant. Additional information was requested.